Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, after induction and draping, the cuff on the endotracheal tube failed. The anesthesia p rovider had to physically bag and inflate to keep airway and breathing until the user got on pump. The cuff developed a leak after intubation. The patient was extubated and reintubated.